Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 38 mg/dl and as a result had lost consciousness. The ambulance was called and the low bg was treated by delivering glucose via a port in the arm. There was no injury as a result of the event. The cause of the low bg was not known by the customer.